Event description:
A distributor in sweden reported a malfunction with a pump that was under warranty, identified by fault ID malf 9-0x20f1. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was instructed by technical support to put the pump into storage mode before returning it and use multidose injections as backup therapy. A replacement pump was arranged to be sent to the customer.